Event description:
The customer, originally, alleged she was burned from hot water while changing the mec filter (sec 0.2 micron filter) on the evotech unit. When she removed one of the tubes, hot water squirted out of the tube and burned both hands, chest and the neck area. Advanced sterilization products (asp) later contacted the customer, she stated: a cycle was running in both basins, a & b; basin a cancelled; an error message appeared: "basin filling too slowly" that prompted the customer to check the filter in basin a (customer was not sure if it is called the 0.2 micron filter); the customer thought the filter was not connected properly (the snap-on); the customer then checked the filter and pulled out the snap-on; instantly, hot water squirted out from the filter and burned her right thumb; the cycle was running, basin b was running; hot water continued to pour out "like a faucet"; the customer immediately turned off the power to the unit and the cycle stopped; the customer then ran cold water over the burned thumb; the customer went to the facility health clinic and was examined by a doctor who advised to continue running cold water over the burned thumb for 10-15 minutes. Then use an ice pack on the burned thumb for approximately 1 hour; the doctor categorized it as a "first degree burn"; no medication was prescribed; the customer did not follow up with the doctor; the customer stated the burned thumb is "getting better" with "some redness"; and there was "no breakage in the skin" and "no blisters". The customer no longer used the ice pack. Thumb mobility was normal during this communication. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Equipment evaluated at the customer site. The field service engineer (fse) reported the system had several cancellations for basin filled too slowly. The customer replaced the hollow fiber wall filter which did not correct the issue. The customer then proceeded to replace the internal bacteria filters while one of the basins was in use. It appears that the customer may have accidentally disconnected the tube connection to the internal filter for the basin which was running a cycle, resulting in the hot water burn. The fse discovered the filter, which was causing the problem, was the carbon filter. The fse replaced and flushed the carbon filter for 30 minutes. The fse then performed and passed a checkout procedure. A test cycle was also completed. The system conformed to the manufacturer's specifications.